Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that they were having a lot of trouble recharging the ins as a software problem message kept coming up (software problem screen details asked/unknown). Pt stated that they had been resetting the controller, however the software problem message still kept coming up. Pss understood that the error message was only appearing when the pt was trying to recharge the ins. Pt stated that the rtm paddle and relay box would both get hot while trying to recharge the ins. Pt checked the device battery levels and stated that the controller was at 100% and that the ins was at 90%. When pss asked for the event date, pt stated that they thought it had probably been a good week. No symptoms or patient complications were reported. Additional information was received from a patient (pt) regarding an external device. The reason for call was patient (pt) said they were receiving a software problem, call mdt message when trying to recharge their ins (pt did not have screen details available on call but said it had come up maybe 5 times in the last two days). Pt said their controller would charge but it would not charge their ins. During the call, pt had excellent charging quality but ins percent was still at 0%. Pt inspected the controller port and said it looked good.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: the 97755 intellis recharger, serial #(B)(6), was returned for product analysis. Analysis revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.